Event description:
The manufacturer received information alleging the patient¿s blood oxygen saturation lowered suddenly a few times while the patient was on the device at night. The device was replaced. The device evaluation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was previously reported: the manufacturer received information alleging the patient¿s blood oxygen saturation lowered suddenly a few times while the patient was on the device at night. The device was replaced. The device evaluation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the ventilator was returned to the manufacturer for evaluation and there were no errors or malfunctions present. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or any other deficiency that is relevant to the harms reported. A pms clinical expert review of this complaint determined that an adverse event did not occur due to a malfunction of the trilogy 100 ventilator. Based on the information available at the time of the review, there is insufficient evidence to pronounce a serious injury.

Manufacturer narrative:
It was previously reported: the manufacturer received information alleging the patient¿s blood oxygen saturation lowered suddenly a few times while the patient was on the device at night. The device was replaced. The device evaluation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and there were no errors or malfunctions present. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or any other deficiency that is relevant to the harms reported. A pms clinical expert review of this complaint determined that an adverse event did not occur due to a malfunction of the trilogy 100 ventilator. Based on the information available at the time of the review, there is insufficient evidence to pronounce a serious injury. New information updated in box h. New information: the device was sent for further investigation. It was confirmed by operational check that there was no abnormality in the ventilator behavior neither an error indicating a device failure. It was confirmed that there were no foam particles observed. The device failed a test step during the evaluation therefore the sensor pca was replaced. It was considered that the test result has no relationship to the reported issue. In addition, the exhaust fan and micron 43 filter were replaced to prevent failure.